Event description:
Event 1 [redacted name] med-coronary care unit [redacted date]: situation: 16fr catheter leaking from the urethra after newly placed 16fr silicone catheter in emergency department. Background: patient arrived from ed 16fr when noted to have urine on the pad. Assessment: pad changed and still urine leaking onto pad. Balloon adequately inflated. Recommendation: brought to attention of management. Foley removed and sequestered, larger 18fr inserted with no issues. Event 2 [redacted name] [redacted date]: received an ed admission with an indwelling foley catheter placed prior to coming up to ICU. When settling pt in ICU bed, noticed disposable chuck pad had urine stains on it. When further turning pt to reposition and boost, the indwelling foley catheter continued to leak urine around the penis insertion site. Event 3 [redacted name] med-coronary care unit [redacted date]: situation: 16fr silicone foley leaking, pad wet. Switched to 18fr foley with no issues. Event 4 [redacted date] [redacted name] med-coronary care unit: situation:16fr foley medline catheter leaking. Background: patient had 16fr foley catheter inserted on [redacted date]: assessment: today, [redacted date], patient pad saturated with urine. No other areas of concern, balloon intact. Recommendation: foley removed and sequestered. 18fr foley inserted instead lot #592220144 (printed on foley catheter). Event 5 [redacted name] surgical intensive care [redacted date]: "situation: urine noted on patients under pad when turn and repositioning while having a 16fr temp foley in place lot# 96922110001. Background: foley was placed for CABG procedure, when rn did assessment urine was leaking. Assessment: bag was to gravity, stat lock in place, and tubing on c clamp. Recommendation: foley was changed to a regular 18fr, this foley was noted to be leaking too (lot 0332206a162). Plan to have sequencer once foley is dc'ed and then will be placed in managers office." Manufacturer response for foley catheter, foley catheter (per site reporter) 2: [redacted date] initial contact to confirm the model number, if same as recent event with 16fr at [redacted name] which was uro175186. Notified medline as well. [Redacted date] [redacted name] from medline opened a complaint via email, retrieved the product, and requested an RMA/rga from medline team. 3: [redacted date] added to tracker for trending and FDA reporting, emailed [redacted name] from medline for product retrieval in [redacted name] office. 4: [redacted date] added to tracker for trending and FDA reporting, emailed [redacted name] from medline for product retrieval in [redacted name] office. 5: [redacted date] reported vial email, safer event in on [redacted date] [redacted name] confirmed the event has been reported and product will be picked up this week.